Manufacturer narrative:
Age at time of event: mid 50's. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. Aspiration was initiated inside the body; however, aspiration was lost. The procedure was completed by ballooning and stenting. There were no patient complications and the patient's condition was fine.